Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump fed too fast and emptied after 53 minutes. The pump still showed there was 36 left to feed.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿device was feeding too fast and would empty after 53 minutes, but still showed 36 left to feed.¿. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.